Event description:
Medtronic received information that during use, the customer reported difficulty removing the introducers from two bio-medicus nextgen femoral venous cannulae. See additional information from the customer below. The devices were not replaced. There was no adverse effect to the patient. Additional information from the customer: both cannulae were used on the same patient, same procedure. Normally, after inserting the cannula into the patient, the cardiac surgeon would not feel much impedance to the inner cylinder being pulled out. But this time there was a lot of impedance to both of them, and once all of the cannulas were removed from the patient, the diameter of the inner cylinder and cannula were checked again. Since this cardiac surgeon had used the cannula many times before, it felt very uncomfortable to pull out the inner cylinder only this time. The inner cylinder was not inserted all the way to the back of the patient, but was inserted closer to the patient than before, and then the inner cylinder was pulled out.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. During the cleaning process the introducer appears to slide in and out of the tip with no issues noted. Reason for return was not confirmed. Conclusion: medtronic received information that during use, the customer reported difficulty removing the introducers from two bio-medicus nextgen femoral venous cannulae. After analysis the cause of this complaint could not be determined. The device history record was not reviewed as returned product analysis found no evidence of manufacturing issues with the returned device. Assessment against the medtronic risk management file dfmeca document indicates that the current risk zone does not exceed the risk zone predicted in the product dfmeca. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.